Event description:
It was reported that the patient presented in clinic for erosion on the implantable cardioverter defibrillator (ICD). The physician elected to explant the ICD. The patient was in stable condition.